Manufacturer narrative:
Additional information: according to the information received from the field explantation is planned due to an infection and extrusion of the device through the skin. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. In addition one channel has been disabled due to pain. No date for explantation has been scheduled yet.

Event description:
An infection in the skin over the coil area occurred in (B)(6) 2025, but it was not clear whether this was due to the magnet or pressure/friction. The skin was treated and the external magnet was replaced with a softer strength. On (B)(6) 2026, check-up at doctor confirmed that the internal coil of the device had extruded. Device is to be explanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
An infection in the skin over the coil area occurred in (B)(6) 2025, but it was not clear whether this was due to the magnet or pressure/friction. Magnet was replaced with a softer strength and skin was treated. On (B)(6) 2026, check-up at doctor confirmed that the internal coil of the device had extruded. Device is to be explanted.